Manufacturer narrative:
Date of death is unknown. Based on the available information, this event is deemed to be a serious injury. Instruction for use states: under no circumstances should the balloon be inflated with more than 45ml of fluid. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a nurse that a patient experienced a rectal polyp while a fms was in place. It was stated that the patient experienced a rectal bleed, a 10mm rectal ulcer and required a blood transfusion along with a scope of the colon and cauterization. It was reported that the patient was moved to the reporting facility from a different hospital with an fms device already in place. The device was inserted for diarrhea and close proximity to wounds, it is unknown if there was any difficulty encountered while inserting the device. Upon arrival from the other facility the fms was found to have 100ml of fluid contained in the balloon, that was removed and 45ml was replaced within the retention balloon. The device had been in use for a total of fifteen (15) days. At the fifteen (15) day mark, rectal bleeding was noted and a rectal bleed was also suspected as a result of decreasing hematocrit and hemoglobin levels, the actual values were not reported. The device was then discontinued, and an unknown scope procedure was performed and revealed a 15mm polyp at the splenic flexure and a 10mm rectal ulcer with multiple polyps and to find the source of the bleed. The patient required surgical management. The polyps were left in place and the rectal ulcer was cauterized. There was no further bleeding reported. The patient was later put on comfort care and expired about six months after the incident. The cause of death was reported as: "I am not totally clear about this; patient was transferred out of our system. I would say cause of death was 60.5 tbsa burn."